Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific¿s technical services to report a product experience. The local representative informed technical services that this patient developed an infection. The device and electrode were implanted on (B)(6) 2017. The patient has been scheduled for system extraction. Boston scientific received additional information from the local representative that the device and electrode were explanted on (B)(6) 2018 with no reported patient adverse effects. From the physician's perspective, the implant procedure in (B)(6) 2017 did not cause or contribute to the patient's infection.